Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the maryland bipolar forceps instrument involved with this complaint to perform failure analysis; however, the evaluation is not yet complete.

Event description:
It was reported that the 8mm maryland bipolar forceps instrument exhibited the jaw-root scorching. The customer reported event had no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: customer stated that it is unknown if there was any arcing observed. The other instrument involved was a long bipolar grasper and cadiere forceps. It is unknown if there was any instrument collision. The surgeon believes that the instrument is burnt and it was identified intraoperatively and that last surgical procedure was a liver resection. There was no injury to the patient and the procedure was completed robotically. There was no surgical delay and no photographic images available for review.

Manufacturer narrative:
Correction- h8 updated to indicate initial use of device. Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have charring and localized melting at the grip base between the grips. The instrument does not show damage to the conductor wire. The instrument passed the electrical continuity test. The complaint regarding jaw root scorching was confirmed by failure analysis. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use.

Event description:
Refer to h11 for follow-up information.